Event description:
Aveta coral disposable scope was plugged into aveta machine. Machine display continued to display message to plug in scope. Scope was unplugged and plugged back in with message indicating need to plug in scope. Scope was set aside, and new scope was obtained. New scope was plugged in and worked without incident. Defective scope was not inserted into patient. Ref #: 214-251, lot: m25e07-01, exp date: 05/31/28.